Event description:
It was reported by the customer that "long black hair was found when first flap of PICC kit was opened. Not touching any PICC supplies so covered with sterile gauze and opened remainder of kit." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.